Event description:
Event description to summarize the clinical event, cpi received information that this implantable cardioverter defibrillator (ICD) did not detect the patient's induced arrhythmia or deliver therapy at implant. Therefore, a stat shock was delivered which successfully converted the patient's arrhythmia. Following this episode, it was also noted that the ICD was in the off mode. During the second induction, the ICD appropriately detected the arrhythmia and delivered therapy; however, the physician elected to not implant this device. Noise was also noted during the induction procedure.